Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the space of retzius, as he fell down and, as a result, the reservoir herniated from the space of retzius into the scrotum. A revision surgery was performed to remove and replace the component. There were no further patient complications reported.